Manufacturer narrative:
H3. Analysis of desktop charger (serial no (B)(6)) found " bent/ broken connector pins at the end of cable". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with an external device related to a deep brain stimulation implantable pulse generator (ipg). Specifically, a frayed desktop charger cord and a damaged dtc/ac power supply with a broken metal tip were identified. The frayed cord and broken metal tip were noted as the reasons for replacement. An email was sent to arrange for the replacement of the frayed antenna cord and the damaged dtc/ac power supply.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.